Manufacturer narrative:
In multiple reports of this malfunction, no serious injury has resulted, and no medical intervention beyond examination and/or diagnostic testing has resulted. Varian service is on schedule to perform a site visit to apply a modification to the device. This modification is a varian approved modification which replaces the originally designed velcro fasteners with retaining screws. Varian has come to a decision to report incidents involving medical intervention (x-ray and CT scans) or observations. In a previous report of this malfunction, a pt was referred for CT examination (which was negative).

Event description:
It was reported that during a scheduled oncology treatment, the cover of the obi detector fell off the machine during gantry rotation. Although the cover detached during treatment, the pt was not struck.